Manufacturer narrative:
Cardinal health is awaiting receipt of the affected device in order to complete the investigation. Investigation results pending at this time, a follow-up report will be submitted once investigation has been completed by the supplier.

Event description:
The patient stated that the lock and cap came off the wheel and the wheel reportedly fell off the rollator.

Event description:
The patient was holding on to the handles of the rollator trying to get in to the car when the lock and cap came off the wheel, the wheel fell off the rollator and she (the patient) fell to the ground. The patient's mother says her daughter's arm was badly bruised.

Manufacturer narrative:
Based on the supplier¿s investigation, the device history record review did not indicate any exception that could lead to the reported incident. The device was returned for investigation and the left rear wheel assembly was found to not be the manufacturer's original assembly. The end user stated the device was repaired after the incident by an acquaintance of the patient. Components (wheel axle and nylon insert lock nut) within the left rear wheel of the returned device were analyzed without any indication of defect or damage that could lead to the wheel falling off. The wheel axle and nylon insert lock nut are components used to secure the wheels. The wheel hub is also part of the wheel. These components were not damaged and are still able to secure the wheel if assembled properly. The bearing components were received in a plastic bag for evaluation and were deformed. The bearing components are intended to assist in smooth rotation of the wheel and are subjected to wear and tear but, they do not impact the securing of the wheel. The deformed bearing may affect the smooth rotation of the wheel but would not result in the wheel falling off. Without seeing the wheel in its original assembly, the situation leading to the reported incident could not be confirmed and the root cause could not be determined from this investigation. No additional action will be taken at this time, but the supplier will continue to monitor the trend of this type of incident.